Event description:
During an office visit, status post pdc arthroplasty c6-c7, x-ray showed implant was too far posterior. Surgeon removed pro disc-c and revised to fusion.

Manufacturer narrative:
Synthes is unable to provide the date of manufacture without a lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part and or lot number provided.